Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 600 mg/dl. Reportedly, the customer lost consciousness, fell and fractured their leg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer forgot to deliver a meal bolus. At the time of the report to tandem technical support the customer was still admitted to the ICU. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.